Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump rewind was getting stuck in the middle of the rewind cycle. The reporter indicated that the pump would eventually complete the rewind after approximately 5 minutes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the pump black box showed dates from (B)(6) 2013 to (B)(6) 2013 but there was no information from the alleged date of event of (B)(6) 2013. The pump time and date were set at the start of testing. The rewind, load, and prime steps were completed successfully; during the rewind step the pump did not pause or stick and continued rewinding all the way to the 206 unit position appropriately. The pump was exercised for 24 hours without alarms. The pump was opened and no damage or defects were found in the pump¿s motor assembly.